Event description:
Caller reported that the pump became hot to touch and temperature alarms were recorded. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump, and the caller was instructed to use a backup therapy to ensure insulin delivery was not interrupted. The caller acknowledged instructions for handling and returning the problematic pump and agreed to receive a pump with updated software.